Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event confirming a defective iesu generator. After replacement, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu generator and completed the device evaluation. The iesu generator was installed into the system and the unit was analyzed and the reported failure (m-02-3 errors and monopolar coagulation not firing) was confirmed and reproduced when tested in normal mode.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) generator was not providing monopolar energy. The customer attempted power cycling the iesu generator, using both monopolar ports, two different instruments, and three different energy cords but the issue persisted through the troubleshooting process. The technical service engineer found error m-02 in the system logs. The customer stated that there was no issue with the bipolar energy delivery function, the surgeon continued the procedure with bipolar energy. The procedure was completed with no reported injury.